Event description:
It was reported that following trauma and subsequent abdominal surgery, renasys black foam was used as packing for an abdominal wound. The foam was cut up into 11 pieces. The foam was left in the wound for more than 7 days, despite IFU recommending the wound is checked every 48 hours. The patient developed intra-abdominal sepsis and subsequently died.

Manufacturer narrative:
Additional information has been added. Due to the nature of this complaint and as a DHR is not possible due to no lot information being available; the complaint investigation focused on a clinical evaluation. The clinical team response is as follows: ¿no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. Based on an e mail in the attachment page, ¿the incident is being dealt with internally with a view to further training and so on¿. This complaint will be re evaluated if more clinical information becomes available.¿ probable root cause is due to inherent high risk patient group & use error of leaving dressings in place for longer than 48hours as stated in IFU. For this case, the foam was cut up into 11 pieces and it was left in the wound for more than 7 days against the manufacturers IFU recommendations. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.